Event description:
It was reported that the occlusion pressure is high, and the device failed preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Customer's reported problem was verified. Performed downstream occlusion sensor pressure switch test. The result was found to be high of the device's manufacturing specifications due to contaminated of fluid ingression. Replaced downstream occlusion sensor assembly to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.